Manufacturer narrative:
A ge service representative performed an on site investigation. The svc rep discovered that water had been allowed to seep into the footswitch causing a short circuit. The footswitch was replaced. The system was then tested and found to be working as intended. This issue is being investigated by the manufacturer and a follow up will be filed upon conclusion of the investigation. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system produced fluoroscopy x-ray without command for 5-6 minutes without pressing the footswitch. There is no report of patient or staff injury.